Event description:
It was reported that the coil was protruding from the target location. An 8mm x 20cm embold fibered coil was selected for use in an embolization procedure to treat a type ib endoleak of an abdominal aortic aneurysm (aaa). The embolization area was between the aortic wall and the stent graft. The anatomy was mildly tortuous. During the procedure, the aaa sac was packed with coils. Prior to this coil, a number of non-boston scientific coils had been deployed. The embold fibered coil was advanced as expected through a 1.5f non-boston scientific catheter. However, when almost ready to deploy the coil, the user felt something break. They were under the impression that the coil had prematurely deployed, so the delivery wire was removed. The technician reported intentionally breaking the deployment mechanism but could not recall at exactly what moment it was broken. The coil remained in place, and it was thought that all was well. However, at close, a very thin coil-like string was coming out of the groin. The coil had stretched all the way to the groin. Scissors were used to cut what was outside the body, and the rest was left implanted. The coil was left protruding from the target location into the iliac artery. No attempt was made to snare the coil. There is no planned intervention to correct the coil's position or remove it. The procedure was completed with this device. No patient complications were reported. The patient was doing just fine.

Event description:
It was reported that the coil was protruding from the target location. An 8mm x 20cm embold fibered coil was selected for use in an embolization procedure to treat a type ib endoleak of an abdominal aortic aneurysm (aaa). The embolization area was between the aortic wall and the stent graft. The anatomy was mildly tortuous. During the procedure, the aaa sac was packed with coils. Prior to this coil, a number of non-boston scientific coils had been deployed. The embold fibered coil was advanced as expected through a 1.5f non-boston scientific catheter. However, when almost ready to deploy the coil, the user felt something break. They were under the impression that the coil had prematurely deployed, so the delivery wire was removed. The technician reported intentionally breaking the deployment mechanism but could not recall at exactly what moment it was broken. The coil remained in place, and it was thought that all was well. However, at close, a very thin coil-like string was coming out of the groin. The coil had stretched all the way to the groin. Scissors were used to cut what was outside the body, and the rest was left implanted. The coil was left protruding from the target location into the iliac artery. No attempt was made to snare the coil. There is no planned intervention to correct the coil's position or remove it. The procedure was completed with this device. No patient complications were reported. The patient was doing just fine.